Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient experienced a fall at home, which led to stimulation issues afterwards. Surgical intervention is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the lead was explanted and replaced to address the issue.

Event description:
Additional information indicates it is believed a fall caused the lead to fracture.